Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the cassette not attached error. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9: 14-jul-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifted. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the presence of the cassette alarm. Functional testing was performed, and the reported issue was duplicated. The pump alarmed cassette error after performing the downstream occlusion test. The cause of the issue was a bad dso sensor. The dso sensor and dso seal were both replaced. The device then passed all testing.